Event description:
On (B)(6) 2024, the patient went to the hospital for a consultation due to swelling and pain in the right arm (side of tivad implantation). A duplex ultrasound was performed which showed thrombus material in the right subclavian and axillary vein. Anticoagulant therapy was initiated. Relationship of the ae to the celsite venous ap: definite. Action taken: anticoagulant therapy + duplex ultrasound.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the units released in june 2024. Summary of investigations: the device or the x-ray pictures were not returned for investigation. Complaints database review: the complaint data base was verified: no significative increasing trend for this type of incident has been highlighted. Root cause: without the complaint sample, the batch number and the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. Vein thrombosis is a known complication of the access port implantation, taken into account in the IFU. Several factors could be at the origin of thrombosis: trauma to the vein, catheter tip placed to high in the svc, patient hyper-coagulability, vein diameter too small compared to the catheter diameter (child, teenager...), patient treatment. Conclusion: vein thrombosis is a known complication of the access port implantation, considered in the IFU. This is a very rare incident ((B)(4)), no corrective action is envisaged.